Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced with a new rv lead. A return request is being sent. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two severed segments approximately 135 millimeters from the terminal end with an extracting stylet stuck in the tip section of the lead. Surface abrasion was noted approximately 370mm from the tip end. Cuts in the suture sleeve and insulation were observed consistent with explant damage. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Visual examination of the lead noted calcification on the outer insulation, shocking coils and helix. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was associated with calcification, as there was no conclusive evidence of compromised electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced with a new rv lead. A return request is being sent. No additional adverse patient effects were reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced with a new rv lead. A return request is being sent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two severed segments approximately 135 millimeters from the terminal end with an extracting stylet stuck in the tip section of the lead. Surface abrasion was noted approximately 370mm from the tip end. Cuts in the suture sleeve and insulation were observed consistent with explant damage. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Visual examination of the lead noted calcification on the outer insulation, shocking coils and helix. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was associated with calcification, as there was no conclusive evidence of compromised electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.